Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v326265, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the infection was discovered during a pre-op lab. It was reported the patient was prescribed macrobid for ten days. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2009.